Event description:
It was reported that a spectrum pump had "upstream occlusion issues." It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "upstream occlusion issues" were unable to reproduce, however the pump was not within specification concerning this symptom. Cracks were found within the upstream sensor assembly which can cause false upstream occlusion alarms. The upstream sensor assembly was replaced.